Event description:
On 15-jan-2026, a distributor contacted technical service to report that likorall 200 (product code 3121001, serial number (B)(6)), the axle between the motor and safety drum broke and for that reason patient dropped approx 25-30cm. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The baxter technician found the motor shaft broken. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The issue was resolved by providing the customer with a new lift.